Event description:
It was reported that during the implant procedure, the physician was unable to extend the lead helix fully. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel. The full lead was returned analysis. Upon visual inspection, it was noted that the helix/lobe of the lead was distorted/bent, the helix was disengaged from the helical channel and there was blood in/on helix/lobe mechanism (sleeve head). Additionally, there was blood/body fluid in the distal conductor (not obstructed) and there was a tip seal observation that appears to be the result of damage during the implant process. The helix does not extend and retract properly due to the helix has been over-retracted and is proximal to the guide tooth.